Event description:
It was reported that the 9600 system had an overheating error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and temperature sensor were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.